Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage(crack on battery compartment). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, and cracked case on the battery tube side. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1]. In summary, customer allegation for cosmetic damage(crack on battery compartment) was confirmed during visual inspection where cracked case on the battery tube side was noted. Critical pump error (open book image) alarm triggered by three consecutive hardware low level failures. Confirmed in the long trace files on (B)(6) 2021 at 10:33am due to moisture damage on pcba 1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = clear. On 05/18/2021 customer alleged pump has cosmetic damage (crack on battery compartment). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, and cracked case on the battery tube side. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1]. In summary, customer allegation for cosmetic damage(crack on battery compartment) was confirmed during visual inspection where cracked case on the battery tube side was noted. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms confirmed in the long trace files on 5/14/2021 at 10:33am due to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report. The information related to occupation has been updated and provided in e3 section and g2 section also updated of this report.